Event description:
A patient undergoing an evoke spinal cord stimulation trial went to the emergency room due to potential signs of infection and was prescribed oral antibiotics. The patient stopped taking the antibiotics due to nausea. The patient¿s pain physician determined that there was not an infection present, but the implanted leads were removed as a precaution and additional medication was administered.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Section d4 - expiration date, unique identifier (UDI) #. Section g - date received by manufacturer. Section g6 - type of report. Section h4 - device manufacture date. Section h6 - evaluation codes. Section h10 - manufacturer narrative. Leads are not available for analysis as they have been discarded. Without the return of the devices, it is not possible to reach a definitive root cause. Per the manufacturer's instructions for use (IFU) "infection that may require hospitalization with intravenous antibiotic therapy" is listed as a potential risk. The manufacturing records specified above were reviewed. Product met all requirements for release with no anomalies identified.